Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, through a patient representative, that after the cardiac resynchronization therapy defibrillator (crt-d) was changed out there was bleeding and they had to revise the pocket. The device remains in use. No further patient complications have been reported as a result of this event.